Event description:
Reference number (B)(4) event occurred in the united states. It was reported that the patient experienced adhesive issues with two infusion sets twice on (B)(6) 2026. The infusion set was accidentally pulled out during use due to tubing catching on something or pump falling. The patient replaced infusion set and resumed insulin deliveries successfully. No further information available.

Manufacturer narrative:
Initial and final MDR (B)(4). Device 2 of 2 request was performed for additional information including lot number; however, lot number was not provided. A complaint investigation was initiated under complaint investigation. Unfortunately, no specific lot number was identified, which limits the ability to trace or analyze a particular item. Investigation in progress.